Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was received that all atrial tachycardia and atrial fibrillation (at/af) therapies were disabled due to an atrial lead position check failure. The atrial lead measurements were within range, and an electrograms (egm) showed appropriate sensing. The patient is being monitored and the lead remains in use. No patient complications have been reported as a result of this event.